Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) who had received information from a healthcare provider (hcp) indicating that the screwdriver handle needed to be replaced because the metal cap on the end of the screwdriver came off. The issue occurred after anesthesia, but before incision in a lumbar fusion procedure. There was no change in patient outcome and there was no reported delay in surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating it was discovered that the screwdriver was missing the cap when during the surgery. It was missing when the sets were opened. It did not happen during the case.